Event description:
It was reported that the ilet touchscreen was cracked after the device fell during a run, while the device and screen remained functional; the problem involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user was informed that the replacement device will no longer be watertight.

Manufacturer narrative:
Initial.